Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had air bubbles in their reservoir. Customer's mother stated there were air bubbles six centimeters in size. The mother stated the customer did not rewind the insulin pump with the reservoir in place. Customer's blood glucose was 9.4 mmol/l. Troubleshooting found the customer was able to smell insulin on the insulin pump. It was also found the customer had leaks past the o-rings on the customer's insulin pump. The mother also reported there were air bubbles underneath the o-rings. Customer will return their reservoir. No additional information provided.